Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds).  Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device and/or lead serial numbers. Multiple failure modes and serious adverse events (saes) were referenced in the article, with no specific device model failure/sae indications. The failure and/or sae modes were noted as: death, and device reprogramming after inappropriate shocks. The status of the ICD and lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds).  Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Multiple failure modes and serious adverse events (saes) were referenced in the article, with no specific device model failure/sae indications. The failure and/or sae modes were noted as: death, and device reprogramming after inappropriate shocks. The status of the ICD is unknown. Additional information was received through follow up which indicated that the deaths involved were from patients with competitor devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(4). Multiple manufacturers were referenced in the article, the death(s) were not attributed to this manufacturer's product. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: upper limit of vulnerability during defibrillator implantations predicts the occurrence of appropriate shock therapy for ventricular fibrillation. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 64 years old. The date of death is purely an estimate, as there is no indication of any specifics. Multiple manufacturers were referenced in the article, but with no manufacturer-device-death/product failure correlation. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: upper limit of vulnerability during defibrillator implantations predicts the occurrence of appropriate shock therapy for ventricular fibrillation. Circ. J. 2014;78(7):1606-1611. (B)(4).